Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the black non-organic foreign material was unable to be identified, and the definitive root cause was unable to be determined. However, it is likely that the material remained due to wrong user handling / mishandling of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. Fogging of shown on the endoscope screen, due to invasion of moisture into the objective lens. Bending rubber glue is separated, universal cord has buckles, switch button rubber 1 is wear and tear, biopsy channel wear and tear, angulations are out of specification, insulation distal/end value resistance is out of specification due to damage to the camera cover. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope clogged during estimation. During inspection and evaluation, the nozzle is clogged by a non-organic, black-colored material. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.